Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this the patient experienced pocket stimulation. Replacement of the device was recommended. This device was explanted and replaced. This device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: patient codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. No telemetry was able to be stablished with the device. Memory analysis was unable to be performed. The device case was then removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Testing of the battery found it was depleted; however, no cause for the depletion was found. Therefore, despite a thorough analysis, the cause of the safety mode reversion cannot be established.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this the patient experienced pocket stimulation. Replacement of the device was recommended. This device was explanted and replaced. This device is expected to be returned for analysis. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. No telemetry was able to be stablished with the device. Memory analysis was unable to be performed. The device case was then removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Testing of the battery found it was depleted; however, no cause for the depletion was found. Therefore, despite a thorough analysis, the cause of the safety mode reversion cannot be established.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this the patient experienced pocket stimulation. Replacement of the device was recommended. This device was explanted and replaced. This device is expected to be returned for analysis. No adverse patient effects were reported.